Event description:
It was reported that the pt received an ncb periprosthetic distal femur plate, left, 12 holes, l. 278 mm (sterile), left side, on (B)(6) 2014. On an unk date, the pt experienced pain. On (B)(6) 2014, without any incident of accident, the plate broke (spontaneous breakage of the plate).

Manufacturer narrative:
At the time of this report, the device is still in transit to zimmer (B)(4). As no lot numbers were provided for the device, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, an updated report will be submitted once the device has been received and investigation. (B)(4).